Event description:
It was reported that this pacemaker was explanted due to infection in the pocket. It was successfully replaced with a new device. No additional adverse patient effects were reported.